Event description:
It was reported that the patient presented with high ventricular rate and atrial tachycardia. It was noted that there was atrial and right ventricular noise. It was suspected that the right ventricular lead was damaged resulting in noise. The false atrial tachycardia episodes seemed to be due to emi, but a potential right atrial lead damage was also suspected. No noise signals could be seen on the atrial lead. The patient was not symptomatic due to the event and would continue to be monitored.

Event description:
New information available on 5/18/2018 states that, no intervention was performed since the patient was not pacer dependent. The patient would continue to be monitored.